Event description:
The pt's pediatrician contacted the implant surgeon to discuss this pt diagnosed with bilateral otitis media (exact date not given). Approx one week later, the pt was hospitalized with h. Flu meningitis. The pediatrician noted that the ears looked much better when the pt was hospitalized. The pt responded well to treatment. The implant surgeon recommended a CT scan.